Event description:
Disposable isolator long jaw device was not achieving optimal results during ablation. Transmurality from device was not sufficient according to meter. Device was discarded and a new replacement was opened. Replacement worked well and achieved desired result.